Event description:
A reported by the pt's family member to nmi's dir of clinical education, complaint is erratic breath delivery with long breaths and pt had trouble exhaling. Family member states they decided to change his pt from one ht50 to another. On the exchanged vent they used the same breathing circuit that they had been using on the other vent. They reports that they did a exhalation valve calibration and then put the vent on pt. They report that the vent gave very irregular breaths and didn't end some breaths for several seconds. They stated that it didn't seen to let pt exhale. It was also reported by the homecare co that someone at the home told them there was a high pressure alarm. Family member states that they took pt off this vent and back on within minutes. There was no pt harm. Dir of clinical education told the family member their description sounded like the ventilator was in simv rather than acmv mode (prescribed mode). They said this was possible because they never looked at the ventilator settings and does not know when it was last used. This vent was turned on at nmi upon arrival and the mode was documented as simv mode.